Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the laparoscopic roux-en-y gastric bypass, the trocar was in placed, when on the dissection, the surgeon noted feeling air leakage on their hand early in the procedure, and later an audible sound was heard indicating air leakage. Additionally, the seal was found to be damaged. The item was removed and replaced with another cannula to resolve the issue and complete the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection of the returned product noted the obturator, seal housing, stopcock, cannula, circular seal and duckbill seal appeared intact. Functionally, the device passed an air leak test. However, the duckbill seal failed under manual manipulation with an endo peanut. The seal housing was broken open to remove the circular seal to check for subassembly overall height. The measurement with calipers were slightly higher than expected. It was reported that the seal was damaged and there was air leakage. The reported issues were confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.